Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a pacemaker dependent patient presented in clinic. During the routine follow-up, high ventricular rates with egms that appeared like lead noise was noted. Noise on the atrial lead had been previously noted and sensitivity changes had previously been made. Noise on the ventricular lead had not been previously been observed. Patient had passed out in both (B)(6) and (B)(6) . There are egms from (B)(6) and (B)(6) that showed noise. Noise was able to be reproduced in clinic. After noise and inhibition of pacing was observed, right ventricular sensitivity changes were made. Lead revision was discussed. Patient was stable. No further information available.

Event description:
New information received notes the ventricular and atrial leads were explanted and replaced.

Manufacturer narrative:
A complete lead measuring 58.2 cm was returned for analysis. Visual inspection of the lead found clavicle crush that damaged the inner/outer insulations at 28.0 cm to 31.1 cm from the connector pin and the outer coil appeared to be fractured at this location. The suture sleeve tie impression was noted at 19.3 cm and 19.6 cm from the connector pin. Outer insulation was cut to procedural damage in these locations. The cause of the fractured outer coil and the damaging of the inner and outer insulations is consistent with clavicle crush and the reported events of noise and no left ventricular output.

Event description:
New information received notes patient remained in stable condition before, during, and after the procedure.